Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 implantable pacing lead (B)(6) 2003; 6947 implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced discomfort and the device migrated. The device was explanted, the pocket was revised and the device was replaced. No further patient complications have been reported as a result of this event.